Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6a g2, h6.

Event description:
Patient representative reported "the plastic surgeon found hardening of the implants and distortion of positioning, as well as capsular thickening/ fibrosis and bilateral capsular contracture baker grade iii."

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported capsular contracture baker grade iii, cysts, calcification and "lobulations" of implant.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture on unspecified side. The device remains implanted.